Event description:
It was reported that shaft break occurred. During preparation and while the device was outside the patient, it was noted that a 2.00mm x 20mm maverick balloon catheter shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. During preparation and while the device was outside the patient, it was noted that a 2.00mm x 20mm maverick balloon catheter shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. Device evaluated by MFR.: the tip, balloon, inner/outer shaft and hypotube were microscopically and visually inspected and no damage or irregularities were identified.